Event description:
A customer observed positively biased proficiency results for tsh on vitros eci analyzers in 2007. A false positive result may lead to inappropriate physician action. There was no report of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that tsh calibration and qc results were as expected indicating that the vitros tsh reagent and system are operating as intended. Datalogger analysis and condition code review found no evidence to suggest an instrument related issue. The root cause of the event is unk.